Manufacturer narrative:
The events of "necrosis" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: analysis of the returned device identified: the weight the device within specification, broken shell and others and device appearance: an opaque coloration is observed in the device, it will be further analyzed in additional analysis. A visual and microscopic analysis was performed which identified: device appearance: the opaque condition is observed in the gel; however, it is not considered an invoice hand defect and striated broken on posterior, radius and anterior. Based on the device analysis the final assessment is: a striated broken on posterior, radius and anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional additionally reported "opaque inside, right breast debridement and revision of necrotic areas to the mastectomy flap, experiencing itchiness, feels small bump in her right breast, grade 3 capsular contracture."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture, patient was also experiencing pain, tightness and soreness.

Event description:
Healthcare professional reported right side "rupture, pain, tightness and soreness." The device has been explanted.